Manufacturer narrative:
Method: device not returned for eval. Conclusions; the co has changed suppliers for this part.the new adapter is smaller and has improved strain relief design on both the mains cord and the dc output cable.

Event description:
The main leads have failed in a short circuit at the cable input to dc adapter of vital signs monitor. No reported injury.